Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Device evaluation: during analysis of the sample a crease was observed in the anterior and extending to the posterior view. Within crease a rupture was observed in the posterior view, measuring approximately 1.7 cm. No additional anomalies were observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. The reported complaint was confirmed. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Reason for device explant and/or reoperation: capsular contracture (grade IV), deflation. Concomitant product: mentor memorygel 300cc silicone breast implant, catalog number 3507300bc, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with mentor memorygel 300cc silicone breast implants which the left side deflated, and showed issue with capsular contracture baker grade IV after implantation. The issue of rupture discovered during the surgery. As a result patient underwent bilateral removal and replacement as follow: left replaced with catalog number 3507300mc, serial number (B)(4), and right replaced with 3507300mc and serial number (B)(4) on (B)(6) 2019.